Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head ¿ unknown part and lot; unknown liner - unknown part and lot; unknown shell ¿ unknown part and lot; therapy date: unknown. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -05801; 0001822565 -2018 -05802; 0001822565 -2018 -05803.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No additional event information to report at this time.